Event description:
It was reported that the patient's previous device had migrated from it's original position and was slightly protruding from the patient's chest causing the patient discomfort. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 419388 lead implanted: (B)(6) 2002. A 456845 lead implanted: (B)(6) 2003. (B)(4).